Event description:
Same case as: 2134265-2008-01516. It was reported that during a coronary drug eluting stenting treatment procedure, stent migration and explant occurred. The 80% stenosed lesion being treated was located in the circumflex (cx) artery. The lesion was not predilated. The physician deployed two 2.50x8mm taxus express2 drug eluting stents overlapping in the proximal cx, inflated to 12 atms for 20 seconds. Stenosis was reduced to 0%. Verapamil was given for severe coronary artery spasm and the vessels doubled in size. The stents migrated to the left main (lm) and then to the left anterior descending (lad). The physician used a 2.75x12mm maverick balloon to retrieve the stents from the lad, inflated to 10atms. The sds and stents were removed as a whole. The stents are believed to be one inside the other. Medications given: heparin, integrilin, versed, verapamil, plavix, protamine, fentanyl, ntg. Another physician attempted to pull the stents apart after the stents were removed from the patient, in order to confirm 2 stents were retrieved. In doing so, the stents became distorted.